Event description:
This pt expired overnight on (B)(6) 2011. On (B)(6) 2011 - additional info was provided to us while researching the cause of death. The family states the pt went to bed and was found dead in the morning. The cause of death is thought to be diabetic related. No autopsy was performed.

Manufacturer narrative:
Please accept this corrected initial report in place of the previously sent one, which was labeled with the incorrect MFR report number (1028232-2010-01038) and pt identifier ((B)(6)). The correct numbers are included on this report.